Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the intravascular ultrasound (ivus) imaging procedure was in the mildly stenosed superficial femoral artery. The ht command es 300cm guidewire (gw) was used and the tip of the gw came off [separated]. However, the tip of the gw was able to be removed with the ivus catheter. There was no adverse patient effect and no clinically significant delay reported in the procedure. A non-abbott guidewire was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation was confirmed. A review of the production records and corrective or preventive actions (CAPA) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that the guide wire separated during use. Analysis of the returned device confirmed the material separation as a core separation. It was noted that the fracture face at the separation was bent and jagged, this type of damage is consistent with manipulation at a kink/bent. Additionally, the core was found to have a kink, indicating the guide wire was likely manipulated against resistance. It is likely that handling during use contributed to the reported separation. There is no indication of a product quality issue with respect to manufacture, design, or labeling.